Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 4542-80 competitor lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion and the device was at rrt (recommended replacement time). It was also reported that there were high thresholds and a lead warning for undefined high pacing impedance. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.